Event description:
It was reported to philips that the heartstart xl+ defibrillator showed an ECG critical error. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.